Manufacturer narrative:
It was originally reported that 1 malfunction event occurred in which the device experienced the fastener no longer facilitating proper cot operations; however; upon completion of the final investigation the device was not experiencing this issue.

Event description:
It was originally reported that 1 malfunction event occurred in which the device experienced the fastener no longer facilitating proper cot operations; however; upon completion of the final investigation the device was not experiencing this issue.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 1 malfunction event, where it was reported the device experienced the fastener no longer facilitating proper cot operations. There was no patient involvement.